Manufacturer narrative:
Additional information: h11:the device was received for evaluation. During functional testing, the customer reported issue of ¿over infused 3x¿ was not reproduced. The device was tested for flow rate accuracy and deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused (three times) during volumetric testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.